Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint that the device was not functional. The teflon pad was found lifted off and partially split, exposing metal underneath the pad. Based on similar reports, a potential cause for the teflon pad damage is operator¿s technique. The instruction manual contains several warning statements to prevent mechanical and thermal damage to the teflon pad: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that during a diagnostic laparoscopic procedure, the device was not working. No patient injury was reported. Despite multiple followups, no further detail was available regarding the procedure or the device malfunction.